Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed thyroid stimulating hormone (tsh) results while using architect tsh reagents. The following data was provided. The customer uses reference range 0.35 to 4.94 uiu/ml. Initial 0.03 uie/ml, repeat 0.03 uiu/ml. Centaur method was higher, 1.3 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. Controls (low, medium, and high) and an internal panel were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Suspect medical device 4. Lot number was changed to 83286ui00 from a blank entry and serial number was changed to a blank entry from (B)(4).